Event description:
It was reported that the pump¿s touchscreen displayed lines and was unresponsive, and a photo was provided to document the issue. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy using a prior pump without interruption. Investigation included a review of the reported malfunction and return logistics for device evaluation. Investigation of this case revealed a screen malfunction with loss of touch responsiveness. It was concluded that the device required replacement due to a nonfunctional touchscreen.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.